Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a lead fracture. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a lead fracture. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicates that the right ventricular (rv) lead was explanted due to the lead exhibiting a high pacing impedance out-of-range and a high pacing threshold because of lead fracture. No adverse patient effects were reported.